Event description:
It was reported that a patient with a 25mm magna ease surgical aortic valve underwent valve-in-valve implant duration of approximately 10 years and 4 months, ((B)(6) 2023) due to calcification, degeneration, and stenosis. The patient presented with exertional dyspnea, progressive fatigue, and orthopnea. The replacement valve was a non-edwards valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm edwards surgical valve was placed under consideration for valve-in-valve intervention after an unknown implant duration due to unknown reasons.